Manufacturer narrative:
Aso has evaluated returned samples from the same lot number on 06/29/16 as well as retained samples of the same lot number on 07/07/16 for adhesion properties. In addition, aso has reviewed records of biocompatibility testing and latex screening. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that the bandages had caused a rash. Left imprint of the round adhesive ends on the skin. She experienced itch and burning. She used the product for 3 to 4 days changing the bandage 3 or 4 times per day. Consumer sought medical attention.